Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they were able to clear the alarm and able to rewind insulin pump. Customer stated insulin pump was not able to do the self test since the insulin pump restarted. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss and error 49 noted. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.